Event description:
On 07/31/2024 pmt was notified that a revision surgery was intended to take place for cage removal. There was no evidence of device malfunction, it was stated that the implant may be contributing to some radicular symptoms in the patient. Multiple attempts were made to obtain additional information, offer explantation support, and seek patient updates, but pmt has not received any additional information. As such, providence is filing this initial report and will supplement it as any additional information becomes available.